Event description:
A routine complaint investigation when a consumer reported receiving a high blood glucose value of 322mg/dl when compared to a laboratory reading of 120mg/dl. These values, when plotted on a clarke error grid, fell into the "c" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.